Event description:
Initial total bilirubin result on a newborn patient was 0.1 mg/dl. Same sample repeated gave result of 11.6 mg/dl. Initial result was not reported. The field service representative determined there was a problem with sample probe alignment. The instrument was repaired.